Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead 2008 (B)(6); (B)(4) implantable pulse generator 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and no capture at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.